Event description:
It was reported that the fluid warmer goes into overheat as soon as you turn it on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing when the device temperature alarm did not activate at the specified temperature. The issue was traced to the device alarm, which was determined to be out of calibration. However the investigation could not identify a root cause for this condition. A device history record (DHR) review for the reported serial number showed the device previously passed all functional tests including over temp alarm and operating temp calibration, and no failures or issues were noticed before release. The device alarm was recalibrated and the front cover, global label and reflux plug were replaced. Preventative maintenance was also performed.

Manufacturer narrative:
Other text: b5: additional information reported, corrected data: h6: problem patient code

Event description:
Additional information received via email confirming the event date is unknown and the issue occurred during testing. No patient harm/injury reported.